Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified a hypotube break 669mm distal to the strain relief. The shaft was severely kinked 420mm distal to the strain relief. Several smaller kinks were also noted along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guide wire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based upon analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a stent delivery system encountered difficulty crossing the target lesion. During use of a 24 x 2.75mm taxus liberté stent delivery system the device could pass the target lesion. Returned device analysis revealed a hypotube break.